Event description:
It was reported that the patient received an inappropriate shock due to oversensing via reduced intrinsic amplitudes and myopotential noise. Technical services advised some programming options. Later, there was another inappropriate shock. The smartpass feature has programmed itself off. To address this, the sensing vector has now been reprogrammed. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the system has been programmed off and product explant has been scheduled. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing via reduced intrinsic amplitudes and myopotential noise. Technical services advised some programming options. Later, there was another inappropriate shock. The smartpass feature has programmed itself off. To address this, the sensing vector has now been reprogrammed. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. The system has been programmed off and product explant has been scheduled. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing via reduced intrinsic amplitudes and myopotential noise. Technical services advised some programming options. Later, there was another inappropriate shock. The smartpass feature has programmed itself off. To address this, the sensing vector has now been reprogrammed. There were no adverse patient effects. The system remains implanted.